Event description:
It was reported that episode review was requested. A boston scientific technical services consultant identified the patient has a 1:1 rhythm which eventually makes into the ventricular tachycardia (vt) zone, where rythmiq is uncorrelated and therapy is delivered. Inappropriate atrial tachycardia pacing (atp) and inappropriate shocks were delivered during several episodes over a two day period of time. The consultant explained device function, programming options and other potential options to consider if clinically appropriate for this patient. The patient was referred for an electrophysiology study and the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.